Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implantable neurostimulator experienced pain at the implant site, swelling, a shocking sensation, and a heat sensation. The issue was ongoing, and no serious adverse outcome or action was taken. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from a manufacturer representative (rep) stating that the patient was having shocking sensations at the battery site for a number of months. The healthcare provider (hcp) determined they wanted to remove and replace the implantable neurostimulator (ins) and test the lead. Impedances were fine before, during, and after the procedure. Rep notes that there was nothing abnormal. Hcp elected for battery replacement to see if it would help with the shocking sensation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient's implantable neurostimulator (ins). Rep reports the patient's ins was explanted, no further information was provided.